Manufacturer narrative:
A mfg review was not performed as the lot number was not provided. The device was not returned; however, images were provided. An angiogram from the jugular vein of the right renal vein is demonstrated. The vena cava filter is not visible in the ivc. Based on the image review, the complaint investigation is inconclusive for filter tilt upon deployment. It should be noted that per the event reported: "an ivc vena gram was performed prior to deployment of the filter which demonstrated clot in the ivc. Upon deployment the filter tilted". It is possible that pt factors (i.e. Clot in the ivc) contributed to the filter deployment issues which likely led to the reported tilt. In addition, it is unk if the filter was deployed in clot. However, based upon the available info, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instruction for use may affect the recoverability of the device and result in the clinicians' decision to have the device remain permanently implanted. Precautions: if misplacement, sub optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Retrieve the meridian filter using an intravascular snare only. Refer to the optional procedure for filter removal section for details. Ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement, before deploying the meridian filter. Do not remove the safety clip until the introducer and the delivery device hubs are snapped together. Do not delivery the filter by pushing on the handle; rather retract the introducer hub to properly deploy the meridian filter. Potential complications: filter malposition, filter tilt.

Event description:
It was reported that during deployment of a vena cava filter, the filter became tilted. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
A mfg review was not performed as the lot number was not provided. The device was not returned; however, images were provided. An angiogram from the jugular vein of the right renal vein is demonstrated. The vena cava filter is not visible in the ivc. Based on the image review, the complaint investigation is inconclusive for filter tilt upon deployment. It should be noted that per the event reported: "an ivc vena gram was performed prior to deployment of the filter which demonstrated clot in the ivc. Upon deployment the filter tilted". It is possible that pt factors (i.e. Clot in the ivc) contributed to the filter deployment issues which likely led to the reported tilt. In addition, it is unk if the filter was deployed in clot. However, based upon the available info, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instruction for use may affect the recoverability of the device and result in the clinicians' decision to have the device remain permanently implanted. Precautions: if misplacement, sub optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Retrieve the meridian filter using an intravascular snare only. Refer to the optional procedure for filter removal section for details. Ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement, before deploying the meridian filter. Do not remove the safety clip until the introducer and the delivery device hubs are snapped together. Do not delivery the filter by pushing on the handle; rather retract the introducer hub to properly deploy the meridian filter. Potential complications: filter malposition, filter tilt.